Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to tw (B)(4). The hospital reported that acrobat-I stabilizer was not locking properly. It happened during procedure, anastomosis to coronary arteries, lima to lad. No patient harm was reported. There was a 15 to 20 minutes delay. The case was completed with this second device. They were able to use it with difficulty.